Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pe909a - laparoscope 10mm 30deg 330mm. According to the complaint description, during preparation for abdominal surgery, the surgeon noted that the laparoscope was heating up very strongly. The power was at 30% and after about 5 seconds a hole had been burned into the covering/pad. The device was replaced and another laparoscope was used instead to complete the procedure. There was no patient harm. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this malfunction is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided nor available. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information updated: d9 - date of product return. H6 - codes updated. H3 - yes, evaluation. The complaint has been re-assessed and is no longer considered to be reportable. According to manufacturer´s reporting evaluation in accordance with 21 cfr part 803, section 803.3 and 803.50, this event is not considered/ deemed as a reportable event for the following reason: no death or serious injury no malfunction that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. No device failure was detected during investigation. The investigation results: the complained product was provided, and, therefore, was available for investigation. During the investigation, no product defect was found and the product was according to specification. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion/ preventive measures: on the basis of the available information as well as the investigation results, no deviation could be detected and the product meets specifications. There is no indication for a material, manufacturing or design-related failure. Note: it is recommended to check the instructions for use (IFU)(ta011057 2022-09 change no. 64893). Section 2.4 safety instructions : the ends of the fibre optic cable may become hot and should not be placed on the patient. Based upon the investigation results, a CAPA is not required.